Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-may-2022 to 03- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had hardware error. A field service engineer assisted the customer to clear the jam and recover the drawer failure. The customer confirmed that the storage space was recovered, and the station tested successfully. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system encountered a hardware error during a procedure. The message on the screen was ¿drawer failure. Or6_main drw 1.14-pkt1¿. This issue caused a delay of therapy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device displayed a hardware error when the user tried to login. A field service engineer assisted the customer to clear the jam and recover the drawer failure. The customer confirmed that the storage space was recovered, and station tested successfully. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a "hardware error" message on the screen during a procedure. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.